Event description:
The customer reported that the external paddles were unable to discharge. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.